Event description:
Patient presented with a stenotic occlusion in the right external iliac artery. Access was made contralaterally and the target site was pre-ballooned. A 6fr cook check-flo sheath (55cm long) was used to advance the gore viabahn endoprosthesis over an .018 boston scientific guidewire. During the procedure, the introducer sheath was kinking at the bifurcation and initially kept migrating towards the aorta. The introducer sheath was placed and the gore viabahn endoprosthesis was advanced. However, the gore viabahn endoprosthesis got hung up. The gore viabahn endoprosthesis was pulled and pushed forward but was unable to advance to the target site. During removal, the gore viabahn endoprosthesis was pulled back with some force. The withdrawn catheter had severed at the transition area. The physician tried to remove the gore viabahn endoprosthesis with the introducer sheath; however, only the introducer sheath was removed. A new introducer sheath was placed and a snare was used to retrieve the constrained gore viabahn endoprosthesis from the patient. The procedure was aborted due to improved blood flow after the balloon dilation.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications. The engineering evaluation states the loaded endoprosthesis, distal shaft, and distal tip are separated from the dual lumen, but are connected by deployment line. The endoprosthesis is kinked approximately 9.5 cm proximal to the distal tip. The deployment line is frayed between the transition and the endoprosthesis. Approximately 11 mm of distal shaft is exposed proximal to the endoprosthesis. The proximal end of the distal shaft appears to have been severed or broken. Based on the examination performed, no anomalies were found that could be attributed to the manufacture of the device. IFU warnings section states: do not use a kinked introducer sheath. A kinked introducer sheath may increase the force necessary to deploy the endoprosthesis and may cause a deployment failure or catheter breakage on removal. Do not withdraw the gore viabahn endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore viabahn endoprosthesis back into the sheath can cause damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore viabahn endoprosthesis to a position close to but not into the introducer sheath. Both the gore viabahn endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore viabahn endoprosthesis or introducer sheath.